Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including swapping the pads and self tests run, with known good pads without duplicating the report. The device was recertified and returned to the customer. The pads were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.